Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause of the reported event is unknown.

Event description:
Report 3 of 3. In the article " internal fixation for osteochondritis dissecans lesions of the knee in patients with physeal closure" demirel, m., et al, the authors presented mid-term functional and radiological outcomes of patients with physeal closure who underwent arthroscopic or open internal fixation with headless cannulated compressive screws due to unstable osteochondritis dissecans (ocd) lesions of the knee. Between 2005 and 2015, the authors retrospectively reviewed the medical records of 11 patients in whom internal fixation with headless cannulated compression screws (acutrak, acumed®, mini or micro, and screws from a different manufacturer) was performed arthroscopically or open surgically at their institution because of unstable ocd lesions of the kneewith a diagnosis of unstable ocd of the knee. Ten consecutive patients (seven male, three female) with physeal closure (mean age: 23 years; range: 17-40), underwent arthroscopic or open internal fixation with headless cannulated compressive screws. The patients were retrospectively reviewed based on functional and radiological data, with a mean follow-up of 42 months (range: 27-61). The following complications were reported: 1) non-union/mild knee pain in one patient. 2) hardware removal due to mild pain in two patients. Related reports: 3025141-2023-00626, 3025141-2023-00627.